Manufacturer narrative:
The device was returned to zoll medical canada for evaluation; the customer's report was verified and attributed to corrupted device data. The correct device firmware was re-installed to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.